Manufacturer narrative:
Concomitant medical products: product ID: bi71000053, serial/lot #: none. Product ID: bi71000125, serial/lot #: none. Product ID: bi71000481, serial/lot #: none. A manufacturer representative went to the site to test the equipment. It was found that the plug prong was loose, most likely from user. Power cord and uninterrupted power supply (ups) battery were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that the power plug is sparking when the system is plugged in. In addition, the mobile viewing station (mvs) will not power on. System is down. No patient present.